Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that patient underwent left reverse total shoulder arthroplasty revision surgery due to pain and limited range of motion secondary to disassociation of the glenosphere approximately two (2) months post initial surgery. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of revision operative notes provided. The glenosphere was found to be completely loose with no loosening of the baseplate or humeral component. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.